Event description:
It was reported that patient had their device implanted on (B)(6) 2015. The patient had a post operative spinal headache. The patient received a blood patch for the spinal headache. The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Eval code-conclusion: corrected.